Event description:
Additional information received from the patient reported that she had needed an x-ray and when they went to do the x-ray, the technicians set her down on the table and it broke the device. She had also lost around 85 pounds and had lots of problems with it after the incident so it was removed about 2 months ago.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v963079, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) stated that the patient had her implantable neurostimulator (ins) and lead explanted. The hcp stated that there were circular things seen in the x-ray. The patient service reviewed this may mean that the tines from the tined lead broke off during explant. It was noted as unknown if patient recovered. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.